Event description:
The customer reported that while running a hepatitis surface antigen assay, the summit sample handler, failed to deliver the full amount of positive control to well a6 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.